Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, a temperature change occurred prior to the occlusion alarm declaring. A system check was performed and the pump performed as intended. The customer performed a supply change and resumed insulin therapy. The customer's blood glucose level ranged from 400-500 mg/ dl and a manual injection was used to correct.